Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient's programmer is displaying error message p-121 when trying to communicate with their ipg, meaning that the ipg no longer has enough power to deliver stimulation. Patient may undergo surgical intervention.

Manufacturer narrative:
A system displaying ¿p-121¿ message was reported to abbott. The ipg was explanted and replace. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient had their ipg explanted and replaced on 23dec2019 to address the issue.